Manufacturer narrative:
Weight: patient weight was unavailable from the site. Lot #, expiration date: device lot# was not recorded by the site and the device has been discarded. Therefore, lot# is unavailable. The expiration date is determined by the lot # and also unavailable. Manufacture date: the manufactured date is determined by the lot # and also unavailable.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 2 nonfunctional right ventricular (rv) implantable cardioverter defibrillator (ICD) leads. The physician prepped the leads with spectranetics lead locking devices (llds) 518-062. He then proceeded with a spectranetics 14fr glidelight laser sheath. When he neared the superior vena cava (svc) he encountered a "snowplowing" effect and decided to upsize to the 16fr glidelight laser sheath. The 16fr glidelight got past the adhesion and into the right atrium. This is when the lead abruptly dislodged from the right ventricle and was completely removed. A few minutes later it was confirmed on tee that there was fluid building around the heart and blood pressure was dropping. Rescue protocols were implemented and a small hole at the apex of the right ventricle was found. Physician stated that this was due to the tines on the bsc 0175 lead. Physician closed the hole with suture and proceeded to implant new lead. Patient was discharged 3 days later from the hospital. Physician reported patient is doing fine.